Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer experienced blood glucose (bg) levels ranging in the 400's mg/dl and small traces of ketones. A manual injection was administered to address the bg levels. The contact declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion and stated that insulin was observed exiting the infusion set tubing leading cts to believe that the occlusion was most likely caused by the infusion set site. The contact reported that the site would be changed.